Manufacturer narrative:
The technician found the side rail release lever is bent. The technician replaced the side rail release arm assembly and latch cover to resolve the issue.

Event description:
The technician alleged the side rail is not latching. No patient impact.